Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed his infusion set yesterday morning on (B)(6) 2016 and a couple of hours later, his blood glucose was rising. Customer stated that after he changed his site from his leg, his stomach was hurting. Customer's blood glucose was 563 mg/dl. Customer treated with the pump. Customer stated that each time he changed the set, he could smell insulin. Customer changed the set 3 times and was up all night with a no delivery. Customer changed the entire site this morning and got another no delivery. Customer's current blood glucose is 441 mg/dl. Customer treated with the syringe and pump. Customer stated that he has diverticulitis and is using an antibiotic. Customer was advised to do a complete set change and to call back once he receives the tubing clamp to complete troubleshooting.